Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon on the btt burst. Had to open new kit to finish case. No added time or incisions. No patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. A lot history record review was completed for lots 3000379867, 3000380314, 3000378554, the last 3 lots shipped to the account prior to the aware date. For all three lots, there were ncmrs , rework, or deviations documented for the reported failure.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: h6- problem code changed to 1546.